Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an IV administration set with 3 safeday injection sites appeared to have dirt within the tubing. No injury reported.